Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after an infusion on the pump (alprostadil 500 mg/100 ml ns, d10%water with 2 units heparin/ml, d10% with 2 units heparin/ml plus 19.2 meq nacl) a lab draw was taken. The small bore tubing with a filter cracked and leaked at the male adapter on the luer lock when the nurse was reinserting it into the patient infusion line. There was no patient harm.